Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that her original pump had a blank display and the replacement pump had a motor error about 10 minutes ago. Customer stated that her blood glucose levels were high and that she does not have a pump. Customer is frustrated with the pump. Customer put the placement pump battery cap into the old pump to see if the display would return. Customer stated that the display is blank on the old pump. Customer will be sent a 554 pump and customer will need to return the 554 pump once she receives the 754 pump. Customer was not able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to revert to a backup plan. No add'l info provided.